Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
On (B)(6) 2011, this patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. A trunk-ipsilateral leg component and two contralateral leg components with no issue. It was reported that angiography showed a proximal type I endoleak due to a lack of seal zone length with the trunk-ipsilateral leg component, so an aortic extender component was implanted for proximal extension. After implantation, it was noticed that the proximal marker of the aortic extender component appeared to be at the level of the ostium of the left renal artery despite full patency of the renal artery. The physician elected to implant a stent in the left renal artery to avoid renal artery occlusion. Final angiography showed no evidence of endoleak and full patency of the left renal artery, and the patient tolerated the procedure.